Event description:
Healthcare professional reported against left side device "signs of intracapsular rupture on the left","minimal amount of peri-implant fluid was observed bilaterally","slight enhancement of the bilateral implant capsule which correlated with clinical data, may suggest contracture, baker grade IV" and "grouping of punctate calcifications, with a diameter of 4 mm in the left breast." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "capsular contracture, baker grade IV" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, device rupture, and capsular contracture, baker grade IV.